Manufacturer narrative:
Confidentiality: advanced bionics believes that disclosure of the info regarding device eval could substantially harm its competitive position. Advanced bionics submits this info in confidence expecting the FDA will withhold it under exemption 4 of the freedom of info act. We believe that any disclosure of the info by a federal employee could constitute a violation of the criminal law (18 u.s.c. Section 1905). Section h.6 - device eval consisted of: a review of the device history record (DHR); visual examination, x-ray examination; and electrical testing. Section h.6 - device failure was attributed to broken electrode wires in the fantail region of the electrode. Please refer to the attached device failure analysis report. Background: the pt was originally implanted on february 29, 1996. He was successfully fitted on april 9, 1996 and his system functioned normally until march of 1998. On march 30, 1998 the pt was taken to center for device eval. Testing conducted at that time revealed that a number of the system's electrodes exhibited high impedance values. Additionally, both the implant center and school personnel indicated that his performance had diminished. The center's audiologist discussed the situation with an advanced bionics engineer and the pt's parents. Given the high electrode impedance readings and the decrease in performance, the decision was made to explant the device. Revision surgery took place on april 16, 1998. Advanced bionics reps attended the revision surgery. Everything was normal except the receiver was held in place by a single diagonal suture secured to the bony structure instead of the recommended two pairs of parallel sutures on opposite diagonals. Review of device history record (DHR): mfg start: 01/16/96. Mfg end: 02/20/96. No rework occurred during this device's MFR. Visual examination: no exterior damage was noted. No cracks were found in the case. All electrode balls were intact and in place. Two impressions were noted in the silastic material of the fantail. One is over an area where the electrode wires appeared to be kinked. The other impression was located on the side opposite from the kinked wires, mid-way between the exit point of the wires from the dacron sleeve and the exit from the fantail into the casting. Bright light examination: not performed since x-ray inspection was performed. X-ray examination: x-ray inspection revealed that several electrode wires in the fantail area were either broken or kinked and possibly broken. Electrical testing: electrical testing verified that lock was achievable to 11 millimeters. Electrode testing per ctp-1058 showed that electrodes 1m, 1l, 2m, 2l, 3l, 4m, 4l, 7m, 8m and 8l had impedance values of "999k". Case hermeticity testing (leak testing): leak testing was not required since ics receiver was functioning properly. Case removal: not required since failure was caused by broken electrode wires in fantail region of electrode. Internal visual examination: not required since failure was caused by broken electrode wires in fantail region of electrode. Internal electrical testing: not required since failure was caused by broken electrode wires fantail region of electrode. Conclusion: broken electrode wires were caused by inadequate ics securing method. Observation during revision surgery revealed that only one diagonal suture secured the ics receiver into the implant recess. It is recommended that two pairs of parallel sutures be used to secure the ics receiver and to limit its movement in the bony recess. Since the guidelines were not followed during the implant surgery, the probable cause of this failure was excessive movement of the device that resulted in wire fatigue and subsequent failure. Corrective action: advanced bionics has introduced a more robust electrode design. The laboratory testing of the new electrode design has demonstrated an average increase of ten times the reliability number in comparision with the previous design.

Event description:
A 4 year-old boy, was originally implanted on february 29, 1996. He was successfully fitted on april 9, 1996 and his system functioned normally from that time until the end of march, 1998. On march 30, 1998, pt was taken to the center by his parents for a device evaluation. Testing conducted at that time revealed that a number of the system's electrodes exhibited high impedance measurements. Additionally, both the implant center and the school where pt attends indicated that his performance had diminished. The center's audiologist discussed the situation with an advanced bionics engineer and pt's parents. Given the high electrode readings and the decrease in performance, the decision was made to explant pt's device. Revision surgery took place on april 16, 1998.